Manufacturer narrative:
Submit date: 1/30/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports issues with the enteral feeding pump during testing ranging from inaccurate rate of infusion to failed motor sensor. The customer was not able to provide any specific details or additional information regarding the reported event. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿inaccurate rate of infusion.¿ the unit was triaged and the customer¿s reported condition was not confirmed. However, service found there to be a pump/screen display issue where the screen would display the incorrect amount of food delivered, even though the pump delivered accurate amounts of food. The device delivered the proper amount during accuracy testing, 75.22 ml , but displayed that it delivered 90 ml. This value is considered inaccurate. The software was updated from 4.008 to 4.009. The device was put through the accuracy test again, this time the device said it delivered 74 ml of fluid, falling within proper tolerances. The device was put through recertification, the device passed with no faults found. The root cause is isolated to a software issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.